Manufacturer narrative:
The device was returned and the following were found during the evaluation; distal end, biopsy channel had a leak; distal end, light guide rod lens had foreign material; bending section cover or distal sheath rubber glue separated; connecting tube had a scratch; angulation was less of specified value, angulation had a play and foreign material remain on light guide lenses. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign material remaining on the light guide lenses. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device. It was identified that the foreign material was cleaning solution or disinfectant solution, however it was unable to be identified it any further. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.